Event description:
Recently purchased 2pk of complete moisture plus by amo approx... In 2007, dated jan 2009 ac00292. Used 90% of bottle before realizing it may be causing eye problems. Never used product before. Various styes in both eyes, severe redness, feeling of something stuck under contacts. Eye watering and blurred vision. New contacts and solution, bought complete regular, symptoms still persist. Amo complete moisture plus bought at one of the following stores in the same month: individual scheduling optic appt on the following month. Dates of use: thirty five days in 2007.